Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a formulary issue. The technical support specialist stated that the customer made changes in live to resolve. The serial number, UDI and manufactures details kept blank since the given asset information found to be pyxis es it infrastructure. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported when using the bd pyxis medstation es system formulary was not recognizing the pocket load information and they need to a virtual machine for testing. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.